Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion even after battery replacement. Customer experienced cold sweats, sleepiness, seizure and loss of consciousness. Customer was seen at the hospital where a reading of 558 mg/dl was obtained on an unspecified meter and was diagnosed with hyperglycemia. Customer received unspecified treatment by hcp and additionally received unspecified dose of novolog bu his sister. There was no report of death or permanent impairment associated with this event.